Event description:
It was reported that the pump touchscreen was unresponsive and frozen, preventing any interaction. There was no reported adverse impact to customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset; however, the issue persisted. The customer reverted to an alternate method insulin therapy.